Event description:
The customer reported a frozen screen and unresponsive buttons after going in the pool with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic and motor assembly. Unable to verify the frozen screen or button/keypad anomaly due to the blank display.